Manufacturer narrative:
The investigation into the product damage has been completed. The impella pump was returned for investigation. The returned tuohy-borst was visually inspected and no abnormalities were observed. The tuohy-borst was able to sufficiently tighten down. The tuohy-borst was torn down and no thread damage was observed, and the mating components were able to fully thread together. There was no issue found during the case. The device functioned/operated to specification. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high-risk percutaneous coronary intervention was on an impella 2.5 for mechanical circulatory support. It was reported that after insertion of the repositioning sheath, the physician was not able to close the touhy-borst valve. The pump was not secured; however the patient was not harmed during the procedure.